Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via medical records and radiographs reviewed by a health care professional. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.m2a-magnum mod head sz 48mm item# 157448 lot# 609270 was returned and evaluated. Upon visual inspection the head had scuffing on the od and inside of the taper had the same color debris. The additional information does not change the outcome of the previous investigation.if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
(B)(4). Concomitant medical devices: us157854- m2a-magnum pf cup 54odx48id-836120; 139252-m2a-magnum 42-50mm tpr insrt-6-946190; 192411-echo por fmrl red nc 11x135mm-271740. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 02887. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported the patient underwent a left hip revision approximately 10 years post implantation due to pain, elevated metal ion levels, pseudotumor, osteolysis, and altr. Operative report findings include enlargement of the trochanteric bursa related to a fluid formation and pseudocapsule formation that was emerging from the hip joint, extending over lateral aspect of the femur and posteriorly. There was moderate amount of serosanguinous fluid from inside the pseudocapsule. Fibrosis was found, tissue reaction that maybe related to adverse tissue reaction to metalon-metal hip could be seen. Acetabulum removed with minimal bone loss, small area of osteolysis posteriorly. The initial stem remains implanted. Attempts have been made and additional information on the reported event is unavailable at this time.